Event description:
During the f/u on (B)(6) 2010, the following warning message was displayed by the programmer. "Insufficient safety margin in atrium sensitivity." The physician claims that the atrium sensing was set in auto and asked for the explanation of the displayed message.

Manufacturer narrative:
(B)(4), 2010. This report concerns a device that was manufactured and used outside the united states. Analysis is pending.